Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report#1627487-2017-08461. Reference MFR report#1627487-2017-08471. It was reported that the patient was experiencing ineffective therapy from their scs system. As a result, the leads were replaced on (B)(6) 2017 and effective therapy was restored post-operatively and issue was resolved.